Event description:
The main body graft was introduced via the right femoral artery. The aorta was charactrized by a narrow distal aorta and a great deal of calcification present with the vessel. Difficulty was experienced during the attempted cannulation of the contralateral limb. The physician attempted the "up and over" technique. Unsuccessful at first, but ultimately the wire snared. However, once the wire was advanced through, access was lost and could not be regained. The physician then converted the procedure to an aortouni-iliac configuration. Ipsilateral iliac graft advancement of the occluder delivery system into the left iliac artery to a location selected for deployment was very difficult. Once the occluder was deployed, post angiogram noted a dissection of the left external iliac artery. The physician elected to perform the fem-fem bypass procedure prior to the repair of the vessel, since there was no noted change in the patient's blood pressure. After completion of the bypass, the dissected artery appeared to have resolved itself. No endoleaks were viewed during the first angiogram.